Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was "overheating" and hot to the touch when plugged into a power source to charge as well as when not plugged in and charging. The customer's blood glucose level ranged from 300-400 mg/dl. The customer reverted to manual injections for insulin therapy.